Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, initial and short term results of fevar using the fenestrated anaconda endograft are promising, with acceptable technical success and short term complication rates. [(B)(4)].

Event description:
Received an article titled "dutch experience with the fenestrated anaconda endograft for short neck infrarenal and juxtarenal abdominal aortic aneurysm repair: published in the journal of vascular surgery. The article presented the current dutch experience with this device. Per the article adverse events included vessel rupture, occlusion, perforation, bleeding and ischemic events.